Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. The first and third photo are similar, which shows the labeling information of the device, which was cross verified with the tw details. The second photo shows one maxcore device which is inside the package, in initial position. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire and failure to obtain sample as no objective evidence was provided for review for two devices. However, for one device investigation remain inconclusive as the photo evidence does not support the reported failure to fire and failure to obtain sample. A definitive root cause for the reported failure to fire and failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a CT guided kidney biopsy procedure through normal tissue using through the maxcore device. During the procedure, no sample could be obtained. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a CT guided kidney biopsy procedure through normal tissue using through the maxcore device. During the procedure, no sample could be obtained. It was further reported that the firing button got bit stuck but still can be pressed. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.